Manufacturer narrative:
B5: reportedly, "the icl is flipped during expanding." Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of a -5.0 diopter was implanted upside down into the patient's left eye (os) on (B)(6)2023. The lens was intraoperatively implanted and removed. Cause of the event is unknown. Reportedly, "haven't implanted the second crystal yet." The problem was not resolved.